Event description:
A healthcare worker experienced a burning sensation and a white discoloration on her hand when she removed a load from the chamber. The worker washed her hand under running water. She stated her symptoms resolved within twenty four hours and she did not seek medical attention. The old vaporizer plate was correctly in place when the event occurred.